Manufacturer narrative:
Revision occurred after 5 months due to dislocation of unknown cause. No actual, suspect, or implied link to fx product.

Event description:
Revision occurred approximately 5 months after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported, although the primary surgery was for a fall resulting in a fracture. Revision occurred due to dislocation of unknown cause. 36 mm centered glenosphere and 36 mm + 3 humeral stability cup explanted. These parts were replaced with a 40 mm centered glenosphere and 40 mm + 6 standard humeral cup.